Event description:
End user alleges while transferring out of the motorized wheelchair she fell and injured her knee. Allegedly, as a result of the incident the end user required hospitalization.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. End user reported that she fell while transferring out of the motorized wheelchair. The owner's manual warns, "the operation of the power wheelchair requires you to exercise caution and consideration for your personal safety and the safety of others around you".